Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed based on the archive data review but was not confirmed during the functional testing. The autopulse platform passed the testing and performed as intended. The probable root cause of the reported user advisory (ua)18 error was either the patient's chest was too small while sizing the patient (take-up) or that there was no patient on the platform. Per the autopulse hangtag - advisory codes description and action, user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. During visual inspection, unrelated to the reported complaint, noticed the front and bottom enclosures were observed with multiple cracks at the screw well area. The observed physical damages were unrelated to the reported complaint and resulted from harsh impact due to user mishandling. The enclosures need to be replaced to address the issues. The archive data review showed multiple (ua) 18 error messages to have occurred on the customer's reported event date, thus confirming the reported complaint. In addition, the archive data also showed that the autopulse platform displayed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) around the reported event date, unrelated to the reported complaint. The autopulse platform passed the initial functional test without any fault or error, unable to replicate the customer's reported complaint. Unrelated to the reported complaint, the load cell characterization test results confirmed that the load cell module 1 was over-reporting, which caused the occurrences of the (ua) 07 message noted in the archive data. The defective load cell module was replaced to address the (ua) 07 error message. Following the replacement of the load cell module, a load cell characterization test was performed again and confirmed both cell modules were functioning within the specification. The autopulse platform was subjected to a run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (B)(6) was set up to resuscitate a patient in cardiac arrest. Per a reporter, the platform displayed a user advisory (ua) 18 (max take-up revolution exceeded) error message. It is unknown if the crew delivered manual CPR. A return of spontaneous circulation (rosc) was not achieved, and the patient expired. The caller could not determine if it was due to a platform failure. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device.